Event description:
It was reported that during navigation after image import, allowing only the use of a particular image. It was also noted that the registration was also inaccurate, only showing a 0.7 mm deviation, but visually a larger deviation. The system continually froze on the user leading to a 1 hour delay and the abortion of the use of navigation. The procedure was completed successfully without any further incidence.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that during navigation after image import, allowing only the use of a particular image. It was also noted that the registration was also inaccurate, only showing a 0.7 mm deviation, but visually a larger deviation. The system continually froze on the user leading to a 1 hour delay and the abortion of the use of navigation. The procedure was completed successfully without any further incidence.